Event description:
It was reported when using an unspecified number of bd vacutainer® blood transfer device, a syringe did not screw into the female luer adapter correctly and it was difficult to remove the syringe. There were no health consequences or impacts reported.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 12 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to the indicated failure modes insufficient blood flow or difficult to use as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed with respect to the indicated failure modes insufficient blood flow and difficult to use. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.